Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 00001. Error code 00001 is accompanied with the message/instruction cycle power which halts operation. There was no report of pt involvement. A philips field service engineer (fse) evaluated the device and confirmed this malfunction. The fse found a loose screw on the power pca to have been the cause of the malfunction. The fse removed the loose screw and replaced the power pca to resolve this issue.

Event description:
The customer reported the device displayed error code 00001. Error code 00001 is accompanied with the message/instruction cycle power which halts operation. There was no report of pt involvement.